Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump and receiving no delivery alarms. It was reported that the customer was changing their set but continued to receive alarm. The customer's blood glucose level at the time of incident was 432mg/dl. Troubleshoot was reported to be conducted, and it was noted that the reservoir was occluded. It was reported that the reservoir would be replaced.